Event description:
A customer reported barb was present at the tip before a surgery. There was patient contact and the product availability was unknown. Additional information received from the company representative who indicated that there was no indication of patient impact and no additional follow-up will be conducted, due to the age of the case.

Manufacturer narrative:
This report originally filed as [2523835-2023-00020]. The manufacturer internal reference number is: (B)(4).